Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of over 700 mg/dl. The customer was uncertain of the suspected cause but stated that the pump may not be delivering insulin properly. The customer also stated the suspected cause may be due to a dental infection. The customer subsequently went to the emergency room (ER). Intravenous (IV) insulin and 4 bags of fluids were administered. The customer remained in the ER for 8 hours. Upon leaving the ER, the customer's bg level was 386 and the customer was experiencing mild chest pain and vomiting. Multiple attempts were made to follow up with the customer however no response was received.